Event description:
Device 1 of 3. Reference MFR report #: 1627487-2013-05493. Reference MFR report #: 1627487-2013-05494. It was reported the pt has deactivated stimulation due to it not being helpful. It was also reported the pt declined being reprogrammed by an sjm representative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.